Event description:
It was reported that during a shoulder surgery the implants pulled out after they were implanted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-3638-1 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the suture was damaged/frayed. Sutures are tangled. It was noted that the tip of the fibertak was broken. The most likely cause for the reported failure is a user error.